Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their trial provided 85% relief, and they didn't even have to wear a pad, but the implant never worked properly; they went in every other week for reprogramming because it was not doing much of anything. It was stated that it caused pain and damage to their pelvic floor; they think it was laying on a nerve and that¿s why it had to be taken out. It was noted that the pain started and got worse and worse and worse, then they started to wear a pad every day. Even when the stimulation was off the pain did not go away. The patient was given suppositories but that was not working so they went to compounded medicine with lidocaine in it. The healthcare provider sent them to a urogynecologist who said it had to come out because it caused damage and they took it out. It was noted that they were well enough now that they were going on a cruise, and that they would be trying botox because their incontinence is pretty bad. No further patient complications are anticipated or expected as a result of this event.